Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect. Patient's hearing deteriorated, however this was not caused by the device. As per received information, the patient had no benefit using the device since he was no longer in the criteria for vibrant soundbridge and has been re-implanted with a bone conduction implant. Additionally, during the revision surgery the fmt was found without fixation in the middle ear, as it may not have been well attached to the oval window. This is a combined initial and final report.

Event description:
The patient was no longer able to hear with the device. The patient has been re-implanted with bone conduction implant.